Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally initiated the load process instead of fill tubing. Prior to the load process the customer's insulin gauge was displaying 50 units and after the load process it increased to 60 units. No troubleshooting was performed for this issue. Tandem technical support (cts) informed the customer that after a load process the insulin gauge will always display a positive value, therefore the current reading was correct. Additionally, the customer reported that there were air bubbles in their infusion set tubing. Cts was able to guide the customer in priming out the air bubbles. The customer experienced a blood glucose (bg) that read high on their meter and also had small ketones. The customer administered a manual injection to address the bg level. During follow-up, the customer's bg level had decreased to 101 mg/dl.